Event description:
The first report of two. This report involves the catheter. The lead clinician in critical care reported the following; "they are concerned that a camino 1104 b catheter appears to have under read (icp) intracranial pressure in a patient causing a change in their patient management which subsequently led to a serious outcome". The physician related that a 1104 b catheter was inserted into a paracetamol overdose patient "no dramas during insertion" and although icp read high initially had a "good" waveform and settled to read 15-16-20mmhg. The CT scan was reported to be "normal". The patient waited 3 days for a liver transplant and post transplant icp reading was 6mmhg, pupils ok. The patient was difficult to ventilate and co2 high and as the icp reading was low they allowed icp to climb as ventilation altered to manipulate co2 on (abgs arterial blood gases. The patient's pupils "blew" - the patient was taken for a CT scan and the brain was found to be swollen. This occurred on day 6 or 7 post insertion. The patient died. (The date of death was not provided.) The physician attended the post mortem examination and it was noted that the catheter tip was not even in the brain. Additional information was received on (B)(4) 2012: the catheter was in situ 6-7 days. Sunday (date not provided) was day one (insertion day) wednesday (date not provided) was day 3. The 1104 b catheter was inserted late on sunday (date not provided). The dura was opened prior to catheter insertion and cruciate incision clearly evident during post mortem examination. The strain relief sheath was in situ. Icp showed 60mmhg initially on insertion and settled quickly (5 minutes) to read 16-18mmhg with a "good" waveform. CT scan on friday (date not provided) "ok" with lots of space". Icp 15-2mmhg "good" waveform, the pupils were small and sluggish. The patient was cooled. (Induced hypothermia). Pco2 elevated on abgs - the patient was developing left basal pneumonia and was difficult to ventilate. Wednesday (date not provided) morning the patient was transported to the operating room for a liver transplant and returned to intensive care unit post transplant at 2200hrs that evening. The icp was noted to be stable throughout the transplant procedure with no spikes. Post transplant icp 5-7mmhg. Thursday (date not provided): pupils "ok" and liver function good. Friday ward round: icp was showing 6-7mmhg. The pupils were noted to be small but very sluggish. Decision made to take the patient for a CT scan. The catheter tip as not visible in the brain on the CT slices but, this reported to be not unusual as less slices than a trauma scan. Scan showed cerebral oedema. Icp elevated to 30 when the patient was laying flat for CT and the icp was down when the head was raised. CT angio performed showing "no flow in carotids." Icp reading 20. Icp down to 5 on return to ICU with "a reasonable trace". Post mortem examination showed "probe clearly too far out". The 3.5cm marking at white cuff. No sign of an extradural clot or intracerebral clot but it was noted that the drill hole contained a soft clot which looked like a new clot. All clinician decisions were based on camino monitor screen information. The physician was asked to supply exact dates for the catheter insertion, date of transplant, date of CT scan while maintaining patient confidentiality but he is reluctant to specify exact dates as he feels that this is a patient identifying factor. The bolt was reported to be completely intact with no missing parts evident and the standard practice is to read directly from the camino screen.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.